Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing with a blue cartridge on the stomach, the device only deployed staples on one side of the cut line. The surgeon hand sewed the area of the missing staples and then opened a new device to continue the procedure. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge reload was returned for evaluation. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.